Manufacturer narrative:
Bleeding is a known potential adverse effect related to the use of radiofrequency energy on tissue in the nose. Potential adverse effects are listed in the device labeling.

Event description:
A patient was treated with the rhinaer stylus. Approximately 8 weeks post-procedure, the patient presented to the emergency department with severe bilateral epistaxis, received bilateral nasal packaging, and was discharged. The patient experienced rebleeding and received a bilateral sphenopalatine artery ligation. The patient was reported to be recovering well at the time of this report.